Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.

Event description:
It was reported that episodes of non-sustained rv lead noise were observed via merlin.net transmission. Sensing latency between the near-field and the far-field channel resulted in detection of non-sustained rv lead noise. Programming changes were made and the device will be monitored with regular follow-up.